Event description:
It was reported that the lead was removed due to noise observed on the egms. Lead damage was suspected. The patient's condition is good.

Manufacturer narrative:
No medwatch form was received.